Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked belt clip slot next to battery cap, cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. No belt clip received with pump.

Event description:
Customer reported, the insulin pump was cracked around the battery cap and around the battery cap. Customer's blood glucose was 298 mg/dl, treated with the device. Customer stated, she has never dropped the device. Customer was advised to discontinue use of the device and revert to back up plan. Customer also reported that her blood glucose has been high for some reason. Customer states she was not sure if it's delivering the correct. Customer hung up. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.